Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject ICD system paradym dr (B)(6) was implanted on (B)(6) 2010. Reportedly, the pt was admitted to the hospital because he received 80 shocks therapies. Preliminary analyses have shown a potential issue related to the subject lead (dislodgement, insulation failure, conductor fracture). Recommendations stating for the evaluation of a re-intervention were provided on (B)(6) 2010.